Manufacturer narrative:
Article citation: outcomes of hybrid procedure for type b aortic dissection with an aberrant right subclavian artery. Huanyu ding, songyuan luo, yuan liu, jianfang luo, et al. Http://dx.doi.org/10.1016/j.jvs.2017.07.124. Journal of vascular surgery volume 67, issue 3, pages 711-712 a review of the manufacturing records for the device was unable to be conducted as no lot number was available.

Manufacturer narrative:
Patient weight info and implanted date are not available.

Event description:
The following information was received through literature ¿outcomes of hybrid procedure for type b aortic dissection with an aberrant right subclavian artery¿ published in journal of vascular surgery. The study aimed to report hybrid procedure for type b aortic dissection (tbad) with an aberrant right subclavian artery (arsa) and the early to midterm outcomes in these patients. From december 2011 to february 2016, 16 patients underwent tevar (non gore devices) and anatomic bypass hybrid procedure (gore-tex vascular grafts and gore-tex suture were used). No.1 patient's mid-term outcomes lcca-lsa (lcca: left common carotid artery; lsa: left subclavian artery) bypass occlusion, patients left untreated for no symptoms.